Event description:
A ventilator was returned to the manufacturer for service due to physical damage. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. During the evaluation the manufacturer determined that the damage reported by the customer was consistent with the unit being dropped. The device's based enclosure and active exhalation control module were replaced to repair the device.